Event description:
Home pt (hp) reports pt extension line separated from pt connector of homechoice set during initial drain of homechoice treatment. Hp reconnected when system error 2240 alarm sounded. Hp then discontinued treatment. Hp setup with new supplies the next night and performed treatment with no difficulties. Hp reports no pt injury or medical intervention as a result of incident.